Event description:
During a PICC insertion, the nurse began to peel away the glidethru sheath and half of the top portion of the sheath broke off prematurely. The rest of the sheath remained in place. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The photo confirmed that peel-away sheath did not split correctly. However, a full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator or tissue dilator as this can lead to vessel perforation and bleeding. Do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip." The customer report of a sheath tearing incorrectly was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
During a PICC insertion, the nurse began to peel away the glidethru sheath and half of the top portion of the sheath broke off prematurely. The rest of the sheath remained in place. No patient injury or complication reported. The patient's condition is reported as fine.